Manufacturer narrative:
A steris service technician arrived onsite and found that the lid gas strut was bent causing the reported event to occur. The technician replaced the lid gas strut, tested the unit, confirmed it was operating according to specification, and returned it to service. The user manual states (p36), "3-4-10-3 weekly checks...2. Check operation of opening/closing operation including gas struts." A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the lid to their medisafe sonic irrigator pcf fell and cut an employee's hand. The user facility did not disclose if medical treatment was sought or administered.